Event description:
It was reported that the patient experienced telemetry issues and a power on reset (por) condition. An antenna locator was used and coupling would change between 80 and 25 without moving the antenna head. A different recharger was used and successfully made a connection with the implanted neurostimulator. The patient left for vacation with their neurostimulator in a state of overdischarge and intended to schedule a meeting to recharge her device when she returned. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3778-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Lead: model 3778-45, lot# n0050881, implanted: (B)(6) 2005, explanted: na. Extension: model 3708120, serial# (B)(4), implanted: (B)(6) 2005, explanted: na. Programmer: model 37743, serial# (B)(4), recharger: model 37752, serial# (B)(4).

Event description:
The ins, two extensions, and a lead were returned to the manufacturer. The reason for the explant was not reported.

Manufacturer narrative:
Product ID, neu_unknown_lead, product type lead product ID, neu_unknown_ext lot# serial# unknown, product type extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins model 37712 serial (B)(4) found no significant anomaly. The battery capacity was reduced due to overdischarge. Analysis of the extension model 3708120 serial (B)(4) found no anomaly. Analysis of the leads model unknown lots unknown found no significant anomaly. The body was cut through and the product segmented.